Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported during an endoscopic sinus surgery (ess), though there was no problem in setting, the inner part of the tip of the rotatable tricut blade 4mm was broken and it projected when using. Excessive force was not applied to the blade. Debris occurred, and came off and detached from the reported product. The all debris were collected and already returned to mj [medtronic (B)(6)] with the reported product. The debris were not fallen in the aseptic field. The procedure was completed with another device. No patient impact has been reported. Follow-up with the initial reporter found that the blade broke immediately after starting use. No other information is available.